Event description:
It was reported from the emergency room that the catheter was inserted by the surgeon observing the rupture of the catheter. The same procedure was performed four times to the same pt with the same result. After requesting further info, the distributor's response was that a site visit was made to the hospital and they couldn't get any add'l info. There is not further info on this event. Reference MDR #9680794-2010-00027 for the second event, MDR #9680794-2010-00028 for third event and MDR #9680794-2010-00029 for the fourth event involving same pt.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.